Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received an unexpected restart. The customer¿s blood glucose level was 171 mg/dl. Customer stated that they were able to clear alarm and rewind the insulin pump. Customer performed self test and it was passed. The customer did not receive a low battery alert prior to the off no power alert. Customer stated the second occurrence of off no power without a low battery warning. Customer was advised the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.